Event description:
On (B)(6) 2013, patient reported the insulin delivery of the infusion device is too low and this has resulted in hyperglycemia in the 300 mg/dl range. The infusion device started to display e4 occlusion errors around 01/13/2013. He changed the infusion tube to clear the error message, but the e4 occlusion would eventually reappear. His blood glucose has been elevated since (B)(6) 2013. He reported delivering 100-200% more insulin during the day, but this has not resolved his hyperglycemia. He has not had any lifestyle changes. He does not reuse the cartridges. He changes the cartridge every 4 days and the infusion set 2 times per day due to the ongoing issues. The adapter was changed a few months ago and the battery 2 weeks ago. He disconnected the infusion tube from the headset and completed a prime, and insulin dripped from the tube. The infusion device history was reviewed, and no further issues were noted during troubleshooting. He switched to his backup infusion device using the same accessories. The infusion device, infusion set, cartridge, and adapter were replaced and requested for evaluation. Follow-up was completed on (B)(6) 2013. He reported his blood glucose has decreased on the backup infusion device. His normal blood glucose is 120 mg/dl. He reported his blood glucose would be 80 mg/dl before bed and would increase to 300 mg/dl within a few hours while using the alleged infusion device.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customers allegation. The delivery accuracy and the occlusion limits of the pump were tested on the diagnostic test and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. Unomedical has performed an investigation in attempt to identify any malfunctions related to clogged infusion sets. The reference samples were visually inspected and tested for flow and leak, and all test results were within specifications. The cartridge was not returned for evaluation and the lot number is unknown.